Manufacturer narrative:
Batch review performed on 10 oct 2024. Lot 1902473: (B)(4) items manufactured and released on 17-jun-2019. Expiration date: 2024-05-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 4 years and 10 months from the primary, the patient came in reporting instability due to laxity and the cause is unknown. The surgeon revised the liner (from 12mm to 20mm) and the surgery was completed successfully.